Event description:
Pt had a surgical revision of a malfunctioning artificial urethral sphincter implant earlier in the day in 2009-. Pt returned to surgery later that day because the balloon of the implant was filled with an incorrect solution. Pt returned to surgery to have the balloon removed and replaced with a balloon containing the correct fluid.